Event description:
It was reported via repair work order that the nurse call system may have been affected due to a damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.